Manufacturer narrative:
Additional information: a review of radiographic images show ap and lateral views show coflex interbody spacers at l2/3 and l3/4 performed for stenosis. Revision due to advancing stenosis and reported instability included fusion with pedicle screws from l1-s1. Plif was performed at l4 and l5. Predictably there was failure at the thoracolumbar junction with loosening of the l1 screws after failure of the bone's ability to hold the screw. Revision consisted of extension of the construct to t12 with cement augmentation of the t12 and l1 screws. The initial construct was high risk for failure as it stopped thoracolumbar junction and extended to the sacrum. Consideration for a shorter construct to l2 or longer (to t9 or t10) may have prevented this.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that the set screw backed out. No further details are known at this time.